Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported a button error on customer's insulin pump. Customer's blood glucose is 185 mg/dl. Customer holds the device in her pocket and may have sat down on the buttons. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.